Event description:
Customer stated two separate incidents where they received blood glucose readings and gave themselves insulin and then ended up in the hosp several hours later. The customer is unsure of what treatment if any they received at the hosp. Unk if controls were in use at the time of the event. A request was made for the return of the suspect device and replacement product was sent.